Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device dropped its longevity from 1.5 years to one year in just three months. Boston scientific technical services (ts) suspects pbd with the power utilization and shorter than expected battery longevity estimate. Ts recommended data analysis. Additional information received from the field confirmed early battery depletion. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). This device dropped its longevity from 1.5 years to one year in just three months. Boston scientific technical services (ts) suspects pbd with the power utilization and shorter than expected battery longevity estimate. Ts recommended data analysis. Additional information received from the field confirmed early battery depletion. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.